Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that approximately five months post implant of a laparoscopic adjustable band, the band was removed due to band erosion into the stomach and port site infection. The pt had an unk number of fills prior to the diagnosis of band erosion and port infection. The band erosion was diagnosed via endoscopy and confirmed during exploratory laparoscopy procedure. The explanting surgeon was not the surgeon who implanted the device. The implanting surgeon is currently not practicing surgery. The band and the port were explanted without any pt complications and the port site infection was treated. The pt was hospitalized overnight and was discharged home the next day.